Event description:
Reportable based on analysis approved on (B)(4) 2013. It was reported that during a stenting procedure, difficulty crossing the lesion occurred. Vascular access was obtained via the radial artery. The target lesion being treated was located in the moderately calcified and moderately tortuous left anterior descending (lad) artery with 85% stenosis and was 8mm long with a reference vessel diameter of 3.5mm. A 3.00x16mm promus element stent was being advanced but was unable to cross the lesion. The procedure was completed with a different device. There were no patient complications reported and the patients' status post procedure was stable. However analysis found distal stent damage.

Manufacturer narrative:
Age at time of event: 18 years old or older. Device is a combination product. (B)(4). Device evaluated by manufacturer: the complaint device was received for analysis. A visual and microscopic examination of the device identified lumen and hypotube kinks along the shaft of the device. This type of damage is consistent with excessive force being applied to the delivery system. A visual and microscopic examination of the stent found that a stent strut on the first distal row was raised from the balloon and misaligned. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).